Event description:
The balloon, an ev3 6 x 60, ruptured at 12 atmospheres (atm). A normal pressure for post-dilation of a nitinol stent - balloon is rated at 14 atm burst pressure. After rupture, the balloon had bunched at the end of the catheter and would not allow removal out of the sheath. The surgeon attempted to remove the balloon multiple times; changing sheath size and using a snare, but a small segment of the distal end of the balloon could not be removed and became lodged in subcutaneous tissue. The balloon rupture prevented completion of the surgery. There was still tibial and peroneal disease which was stabilized with balloon inflation and the superficial femoral artery stents were not completely post-dilated to high pressure. The patient developed an acutely ischemic foot a few weeks after the procedure and required a second surgery/hospital stay to complete the initial surgery. Two months later, the patient experienced ischemic neuropathy with intractable pain on the left forefoot, and required underwent left transmetatarsal amputation. It is unknown if the balloon rupture and subsequent events directly led to transmetatarsal surgery.